Event description:
It was reported that customer saw continuous glucose monitor error and had issue with g7 sensor. There was no reported impact to the customer¿s blood glucose level. Customer was given complete pump reset instructions by technical support, planned to reset pump when ready, and would contact support again if problem continued.